Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked case at reservoir tube window corner, missing end cap sticker and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call of broken pieces from the insulin pump. The customer's blood glucose reading was 272 mg/dl. The customer stated that the rim around the reservoir compartment was worn out and she woke up this morning with the reservoir out of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.